Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited smell of burning when turned on. There was unknown patient involvement, no injury was reported.

Manufacturer narrative:
D9: 20-nov-2025. H3: one device was received for evaluation in used condition. The reported issue was confirmed during visual inspection, as a burning smell was observed when the device was turned on. The event history was reviewed. A burnt/melted heater assembly/thermostat resistor heater was found during evaluation. The cause of the reported issue was the heater assembly, which was replaced to address this issue. The device passed all testing after repair.